Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device was interrogated before implant and was found to be beyond recommended replacement time (rrt). The device was opened but not used. No patient complications have been reported as a result of this event.